Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). Tsp was completed. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) was 271 seconds and 282 seconds and remained within range throughout the procedure. A 31mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa. The wds was deployed and recaptured several times. A mobile thrombus was identified near the mitral annulus on imaging. The procedure was aborted. The patient was discharged the same day.

Manufacturer narrative:
B5: information added. H6 impact code updated from no health consequences or impact to hospitalization or prolonged hospitalization.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained, and heparin was administered prior to transseptal puncture (tsp). Tsp was completed. A watchman fxd curve access system (was) was advanced into the left atrium. The activated clotting time (act) was 271 seconds and 282 seconds and remained within range throughout the procedure. A 31mm watchman flx closure device and delivery system (wd) was advanced and positioned at the laa. The wds was deployed and recaptured several times. A mobile thrombus was identified near the mitral annulus on imaging. The procedure was aborted. The patient was discharged the same day. It was further reported that no repeat imaging is planned, and the procedure is rescheduled to (B)(6) 2024. It was further reported the patient had an laa occlusion procedure reintervention and a device related readmission.